Event description:
It was reported that during a functional test the external pulse generator (epg) exhibited fluctuating ventricular pulse width and the ventricular output was low. The epg was returned for service. No patient involvement was reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. Lower case and both bail covers are broken. Ring cover is contaminated. Encoder flex is out of mechanical specification.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.